Manufacturer narrative:
Additional information was added to a1, b5, b6, b7, d10, h6, and h11: b5: this occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available. H11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump overinfused during testing in the biomed service department. The pump was expected to deliver 2gtt/min; however, the pump delivered 3gtt/min. There was no patient involvement. No additional information is available.